Event description:
It was reported that strange noise came from inside of the arctic sun device during usage of neonate cooling pad at nicu. Per follow up information received via email on 30may2024, device was under investigation. Cases were completed on the same machine. No impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller fan motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.